Manufacturer narrative:
Investigation summary: one sample unit was received for evaluation by our quality engineer team. Upon examination, tears were observed to the septum top disk, the column wall, and the septum bottom disk. A water leakage test observed leakage from the vent plug when the unit was in the actuated position. A definite source that contributed to the tears, causing the leakage, could not be established. The column wall tear could be a contributive factor for leakage and is normally attributed to incorrect usage or excessive actuations. A review of the device history record could not be performed as a lot number was not provided for this incident. Visual/microscopic evaluation: the septum was molded using the 16 cavity mold. Damage (tear) was observed on the septum top disk/slit. Column damage (tear) was observed. Damage (tear) was observed on the septum bottom disk/slit (unit was disassembled after water/leak test). Water leak test: attached the iso standard luer from the water leak test to the end of the q-syte unit, no leakage was observed on the un-actuated position. The unit leaked through the vent hole when the unit was tested on the actuated position. Conclusion: a definite source that contributed to the tears (top-bottom disks and column wall) could not be established. The column wall tear could be a contributive factor for leakage and is normally attributed to incorrect usage or excessive actuations. Root cause relationship of device to the reported incident: indeterminate.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device, leaked medication. There was no report of injury or medical intervention.